Event description:
It was reported that every 15-30 minutes, the arrow autocat intra-aortic balloon pump, in autopilot, was experiencing fill failure alarms. The helium bottle was full and properly connected to the pump; no kinks were seen in the water line or in the pump/catheter helium tubing. There was no blood seen in the tubing. Due to the continued alarms, the pt was switched to another console. There were no pt complications.